Event description:
It was reported that a cuff miss occurred during attempted suture placement with a proglide device in the right common femoral artery using the preclose technique prior to an endovascular aortic aneurysm repair (evar) procedure. The arteriotomy was 6f. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 13f and 14f. The evar procedure was completed and hemostasis was achieved using the two pre-placed proglide sutures. In addition, hemostasis was achieved in the left common femoral artery. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A link detachment was observed. Link detachment would likely result in a suture retrieval issue, and would appear similar to the user as a needle to cuff miss; therefore the reported cuff miss is confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.